Event description:
It was reported that ventilator's o2 concentration was fluctuating. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that ventilator's o2 concentration was fluctuating. The ventilator was investigated by our field service engineer on-site and the o2 gas module was determined defective and replaced which solved the issue. No log files or service report was provided and no replaced parts have been returned for technical investigation. The root cause to the reported failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).